Manufacturer narrative:
H6: the reporter responded to ventec's request for additional information. Sections a2, a3, a4 and b7 have been updated, accordingly. The device was evaluated by ventec where the reported issue of the device powering off unexpectedly was confirmed. An internal inspection of the device was performed which revealed that the cough assist valve's poppet had a torn rubber ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet had a torn rubber ring.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powered off unexpectedly while performing cough assist. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).